Event description:
A malfunction was reported on the customer's pump due to a malfunction code labeled as malf 5. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.